Event description:
After "pushing" updated program files to the bedside computers, the software defaulted to demo data. Patient records were then being filled with simulated demo data instead of the actual patient vital signs. The hazard here is caregivers may mistake the demo data for actual patient data, resulting in inappropriate treatment. No patient injuries were reported. The problem was not immediately noticed and at least 10 patients' records were compromised. Two of the bedsides collected erroneous data for three days, on a number of patients. Facility is still attempting to review and correct the affected patient records. Upon further investigation, it was determined that the picis program did not "default" to the demo data. There was an error in the procedure used to push the new program to the workstations that resulted in the demo driver being activated. To eliminate the possibility of this happening again, all copies of the demo driver .dll file have been deleted from the workstations.